Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. The customer¿s blood glucose level was 230 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer; all were unsuccessful.

Manufacturer narrative:
Reportedly, customer loaded alternate cartridge and resumed insulin delivery.